Event description:
New information indicates that interrogation prior to surgery revealed loss of capture on the atrial lead and high capture threshold on the rv lead. The pacemaker was explanted and replaced, the leads were connected to the new generator and no lead issues were noted. The physician believes the pacemaker was the cause of the impedance and capture issues. The patient was discharged after the procedure.

Event description:
It was reported that the patient presented in clinic for follow-up. It was previously noted via remote transmission that the right ventricular (rv) lead and right atrial (ra) lead both exhibited low out-of-range pacing impedance. Programming changes were made, but the issue was not resolved upon interrogation, so the programming changes were reverted. It was suspected this was caused by the pacemaker. An electronics performance indicator (epi) alert was received by the clinician. No further intervention was performed. Patient condition was not reported.